Event description:
Customer reported an issue with incorrect time settings on their device. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with updating the pump time and advised them to monitor and follow up if the time discrepancy persists. No additional information was received regarding the outcome of the event.